Event description:
Complainant alleged that while attempting to cardiovert a 55 year old female patient for cardiac arrest, the device displayed a "release button" message. Complainant indicated that the patient subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.